Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced high glucose readings while using a dexcom g7, with intermittent cgm signal loss and no pump alarms or infusion set leaks noted. The user did not confirm readings with a fingerstick and reported glucose fluctuations despite temporary improvement. Symptoms included hyperglycemia. Outcomes included use of backup therapy as advised, with instruction to remain disconnected from the pump for at least two hours. Investigation included telephone troubleshooting and user education, including recommendations to change supplies and to verify glucose with a fingerstick. Investigation of this case revealed intermittent cgm connectivity instability that could contribute to inaccurate or delayed glucose data and resultant hyperglycemia. It was concluded that the event was consistent with hyperglycemia associated with cgm signal instability, with no evidence of pump delivery interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.